Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 10-27-2023, it was reported that on 10-23-2023 after warmup, the patient's cgm and bg meter reading were about "10 points" off. After 4 days, the patient started receiving different readings between their cgm and bg meter ¿ cgm reading of 200 mgdl and bg meter reading was 140 mgdl. At an unspecified time later, the cgm reading went up to 300 mgdl. The patient self-treated the cgm value with insulin per routine diabetes management. She also called her pharmacist for advice on whether she could calibrate the device and was informed that the device would calibrate on its own. The cgm device eventually started reading 400 mgdl, so the patient continued to give herself insulin as treatment. The patient began experiencing nausea, lightheadedness, blurry vision, and was shaking as if she was having a seizure. The patient's husband took the patient to the emergency room (ER). At the ER, the patient's bg meter reading was 40 mgdl. She was treated with a candy bar, orange juice, and an unspecified intravenous (IV). The cgm device was removed, and the patient was discharged home the same night. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.